Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652. . On 2019-mar-06 arjo has become aware of the event involving maxi move passive floor lift and a sling (no-arjo product), which occurred in (B)(6) located in (B)(6) in the united states. It was reported that during resident transfer the adverse event occurred. After the event, the arjo service technician went to the facility to evaluate the device and collect additional information regarding event circumstances. The customer reported that caregiver did not attach "hook" of no arjo sling to the lift spreader bar. Any report regarding the injury sustained by the patient was not made available to arjo review by the customer facility. In addition, it was confirmed by the customer that there was no fault found with the arjo device. Despite our best effort, the customer did not reveal any additional information regarding the event. The device evaluation was conducted by arjo representative. The functional and visual inspection showed that the device was in generally good condition, no malfunction was detected. The device was working according to the manufacturer's specification. It was confirmed that during the event customer used the non-arjo sling. The maxi move instruction for use (001.25060 rev.10) contains the following information: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual.: "maxi move is intended to be used with arjohunteigh slings. Only use slings and stretchers supplied by arjohuntleigh that are designed to be used with your maxi move". Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the proper arjo sling is used and is correctly attached to the device. When reviewing similar reportable events, we have not found any other complaints with similar fault description for maxi move devices. Sum up, while the event occurred the device was being used for the patient's handling. No technical malfunction of the device was detected that could have caused or contributed to adverse event and from that perspective, the floor lift device was up to its technical specification at the time of the event. The sling used by the facility was a non-arjo product. We report this event to the competent authority because the non arjo sling was wrongly connected to the arjo spreader bar. Please note that such circumstances during the resident transfer may result in serious injury upon reoccurrence.

Event description:
On 2019-mar-06 arjo became aware of the event involving maxi move passive floor lift and a sling (no-arjo product), which occurred in (B)(6) located in (B)(6) in the united states. It was reported that during resident transfer an adverse event occurred. After the event, the arjo service technician went to the facility to evaluate the device and collect additional information regarding event circumstances. The customer reported that a caregiver did not attach "hook" of no arjo sling to the lift spreader bar. There was no reports of injury. In addition, the customer stated that there was no fault found with the arjo device. Despite our best effort, the customer did not reveal any additional information regarding the event.